Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and vertical cracked lcd controller. Insulin pump was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump was damaged at the battery compartment. Customer reported that the type of damaged was cracked. There was no damaged to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.